Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was gel smearing. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: they "have a stock of heparinized tubes with gels to destroy and wanted to know if we could put them at the waste disposal or if we need to destroy them. In addition, with the sst tubes, the gel does not go back up between the globules and the serum after centrifugation as it is the case for the others."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and it showed a used tube. Additionally, 4 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to gel smearing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was gel smearing. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: they "have a stock of heparinized tubes with gels to destroy and wanted to know if we could put them at the waste disposal or if we need to destroy them. In addition, with the sst tubes, the gel does not go back up between the globules and the serum after centrifugation as it is the case for the others."